Event description:
On (B)(6) 2020, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter read inaccurately high compared to other meters (contour and breeze). The complaint was classified based on the customer care agent (cca) documentation. The reporter stated that the alleged meter inaccuracy began at an unspecified time on (B)(6) 2020. The reporter claimed the patient obtained readings of ¿142 mg/dl¿ with the subject meter and ¿77 mg/dl¿ on each of the other devices, performed within 30 minutes of each other. The reporter informed the csa that the patient manages his diabetes with oral medication (glipizide 10 mg if blood glucose is high) and denied the patient made any changes to his usual diabetes management regimen as a result of the alleged issue. The reporter claimed the patient developed symptoms of ¿slurred speech and was anxious¿ at an unspecified time on (B)(6) 2020, after the alleged issue began. The reporter claimed the patient took orange juice as treatment for the symptoms and eventually felt better after. The reporter claimed the readings of ¿77 mg/dl¿ on the other devices were obtained prior to treatment. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted that an approved sample site was used for testing and that the correct testing process was being followed. The cca confirmed the test strip vial was intact and that the test strips had been stored correctly and were not expired or opened past their discard date. The cca noted the patient did not have control solution to perform a quality control test. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after the alleged inaccuracy issue began. The subject meter could not be ruled out as a cause or contributor to the event.